Event description:
On (B)(6) 2009, a total prolift mesh was implanted vaginally to repair a grade 1 cystocele, grade 4 rectocele and grade 2 uterine prolapse. My bladder was incidentally cut and repaired. In m(B)(6) 2011, I had a posterior colporrhaphy, rectocele repair, enterocele repair, hysterectomy with tubes and ovaries removed, sacral colpopexy and bladder sling for stress incontinence. Scar tissue was also removed around the urethra. This surgery was performed both vaginally and laparoscopically with a robotic procedure. After both surgeries I was sent home with a temporary catheter. On (B)(6) 2011, I had a perineoplasty posterior rectocele repair. I have suffered from pain during intercourse, urinary incontinence and more. The mesh was now perforated my bladder in at least 3 places and is catching and holding kidney stones there. In (B)(6) 2013, I had stones removed and am having more removed on (B)(6) 2013. The mesh has also eroded the vaginal wall and is causing pain to me and my husband during intercourse. I have been told that I need to have at least 2 more surgeries (possibly more) to remove the mesh. The surgeon is 100% certain that he will cut my bladder during the procedure. The other risk factors from the upcoming surgeries are numerous and serious.